Event description:
During evaluation of the lifevest device a reportable problem was detected. Monitor sn (B)(4) was unable to read an ECG waveform and the cables were damaged on electrode belt sn (B)(4). The equipment was last associated with a 74 year old male pt who experienced asystole, a non-treatable rhythm and subsequently passed away. On (B)(6) 2013, the pt's wife called 911 after the device began alarming for asystole. Ems arrived at the pt's residence to attempt resuscitation; however, the pt passed away. The damage to the equipment is likely a result of ems resuscitation attempts and forcible removal of the device. There is no evidence that the device malfunctions caused or contributed to the pt death as the device's ECG recordings and flag files show that the equipment was fully functional during pt use prior to the asystole events.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed incoming testing. The cause of the test failure was an inability to read an ECG waveform. The cause of the inability to read the waveform was a shorted u612 processor. The root cause of the shorted component was unable to be positively identified but could be result of forcible removal of the device and resuscitation attempts made by ems on the day of the pt's passing. Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was pulled from the strain relief which damaged the j702 connector inside the distribution node (dn). The root cause of the damaged cable was unable to be positively identified but is likely due to forcible removal of the belt by ems during resuscitation efforts. There is no evidence that the device malfunctions caused or contributed to the pt death. ECG recordings and flag files from the device show that the equipment was fully functional during pt use prior to the asystole events. A replacement electrode belt and monitor were not required. Device manufacture date: monitor sn (B)(4) - 08/2013, belt sn (B)(4) - 03/2013.